Event description:
It was reported that five years post a port placement, the device allegedly had a leak. It was further reported that the patient allegedly experienced pain when injecting the drug solution. Furthermore, the patient allegedly experienced extravasation. Reportedly, the device was removed and replaced. The current status of the patient is unknown.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one MRI implantable port attached to a groshong catheter was returned for evaluation. Visual, microscopic, tactile and functional evaluations were performed on the returned device. A longitudinal split was noted on the attached catheter approximately 6.0cm from the distal end of the cath-lock. Upon infusion, a leak was observed from the longitudinal split on the attached catheter while no water exited the distal end. What appeared to be thrombus, was also observed exiting the split area of the attached catheter. Aspiration was attempted and was unsuccessful. Therefore, the investigation is confirmed for the reported leak and identified fracture issues. The definitive root cause for the reported failure could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that five years post a port placement, the device allegedly had a leak. It was further reported that the patient allegedly experienced pain when injecting the drug solution. Furthermore, the patient allegedly experienced extravasation. Reportedly, the device was removed and replaced. The current status of the patient is unknown.